Event description:
It was reported that a patient underwent a flexor tendon of left little finger and repair of collateral ligament of metacarpophalangeal joint on (B)(6) 2022 and suture was used. Prior to the procedure, the patient slipped carelessly when walking, and immediately the left little finger was painful and bleeding, accompanied by movement disorder. Later, the patient went to the hospital after self pressing. Physical examination showed a transverse incision with a length of about 2cm on the medial side of the left little finger, which injured the joint periosteum and joint capsule, broke the bilateral collateral ligaments, and flexed the fingers. Dr of the left palm showed that no obvious signs of fracture and destruction were found in the left palm. The patient underwent operation. After the procedure, the patient was discharged from the hospital and the doctor gave symptomatic treatment such as anti inflammation and pain relief. One month after discharge, the patient's left finger wound did not heal well, and the wound had exudate and pus. The patient had poor wound healing and wound secretion. The patient came to the hospital again on the 39th day after the surgery . The suture was considered to cause wound nonunion, so the suture was removed. After 3 days of anti-inflammatory and dressing change, the wound did not exude or discharge pus, and the wound healed 10 days later. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What is meant by ¿wound nonunion¿? Please clarify. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention/surgical intervention performed including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/8/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: unk. On what tissue was the suture used? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Unk. How was the suture originally tied (multiple knots, square knot, etc.)? Unk. What is meant by ¿wound nonunion¿? Please clarify. Unk. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. Did the patient receive any prophylactic antibiotics pre-, intra or post-operation? Unk. Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Unk. Please describe any medical intervention/surgical intervention performed including medication name and results. Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Normal healing process. What is the patient's current status? Good.